Manufacturer narrative:
Aso performed test for adhesion properties on retained samples from the same lot number as well as returned samples. In addition, aso conducted a lot trace to verify that the raw materials are within specification. Furthermore, aso reviewed records of biocompatibility test for materials used to manufacture the same type of products.

Event description:
Consumer reported that she had a severe allergic reaction around the wound, experiencing itching and irritation around her wound, as well as splotches all over her body. Consumer sought medical attention and was prescribed medication prednisone, zantac, allegra for 15 days.